Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic congestion ('other injury(ies) or complication (s) please describe: pelvic congestion syndrome.') And menorrhagia ('abnormal bleeding (menorrhagia)') in a 33-year-old female patient who had essure (batch no. 626165) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included numbness, paraesthesia, chest pain, joint pain, vaginal itching, candidiasis, uterine bleeding, pelvic prolapse and celiac disease. Concomitant products included cyproheptadine since (B)(6) 2017 and tramadol since (B)(6) 2012. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient was found to have weight decreased ("weight loss"). On (B)(6) 2012, the patient experienced pelvic pain ("persistent pelvic pain/chronic"), 3 years 11 months after insertion of essure. In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2012, the patient experienced pelvic congestion (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse (painful sexual intercourse)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced female sexual dysfunction ("chronic apareunia"), abdominal pain ("abdominal pain/chronic") and back pain ("chronic back pain"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the pelvic congestion, menorrhagia, pelvic pain, dyspareunia, vaginal haemorrhage, depression, anxiety, weight decreased, female sexual dysfunction, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dyspareunia, female sexual dysfunction, menorrhagia, pelvic congestion, pelvic pain, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: current weight 110 lbs. Approximate weight at the time of essure placement 103 lbs. Patient received treatment for apareunia, abdominal pain and back pain. Date of insertion: (B)(6) 2008( discrepancy noted as per ppf). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.2 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received. Events added: apareunia, abdominal pain and back pain. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and pelvic pain ("persistent pelvic pain") in a (B)(6) year-old female patient who had essure (batch no. 626165) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: (B)(6) 2008:specimen(s) received- endometrial curetting; cervical biopsy; pre-operative diagnosis; undesired fertility; final pathologic diagnosis; endometrial curettage: basal endometrium and fragments of benign squamous mucosa; and glands from cervix in areas of squamous metaplasia; no atypical changes are identified. Concurrent conditions included numbness, paraesthesia, chest pain, joint pain, vaginal itching, candidiasis, uterine bleeding, pelvic prolapse and celiac disease. Concomitant products included cyproheptadine since (B)(6) 2017 and tramadol since (B)(6) 2012. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient was found to have weight decreased ("weight loss"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criterion medically significant), 3 years 11 months after insertion of essure. In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2012, the patient experienced pelvic congestion ("other injury(ies) or complication (s) please describe: pelvic congestion syndrome.") On (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse (painful sexual intercourse)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, dyspareunia, vaginal haemorrhage, depression, anxiety, weight decreased and pelvic congestion outcome was unknown. The reporter considered anxiety, depression, dyspareunia, menorrhagia, pelvic congestion, pelvic pain, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: current (B)(6). Approximate weight at the time of essure placement (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.2 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2018: new pfs received. New events: weight loss and other injury(ies) or complication (s) please describe: pelvic congestion syndrome were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.